Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a pyxis anesthesia es system station in disconnected mode, delaying patient care. The customer stated that they dispense the meds manually and confirmed that the users were able to remove the medications. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Section h11: updated - upon investigation of the actual device used in this incident, it was determined that the station been off line for 6 months. A field service engineer verified network settings, dropped blank db and performed full synchronization to resolve this issue. The system functioned as intended after field service engineer troubleshooted the device.